Event description:
Physician has reported "implant rupture". Device has been explanted. This relates to the left side.

Manufacturer narrative:
Postal code : (B)(6). Device photo analysis: visual analysis of the photographs identified; red particles on the shell and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.